Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded CT and lc error codes. Lc is indicative of long charge times and CT is indicative of charge time out. The patient reported pain and receiving several shocks however there were no episodes stored within the device. The device was deactivated, and the patient was hospitalized pending device replacement. Technical services (ts) reviewed the device data and noted that it is highly likely that the shock in treated episode 16 damaged the device system. Prior to this episode the arrhythmia logbook shows r-wave reduction and oversensing as well as signal saturation. Surgical intervention was performed. Visual inspection of the system at explant was unremarkable. The system will be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an arc mark on the device case. A review of the device memory confirmed numerous charge time out errors. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device did not operate appropriately. The device case was opened, and electrical overstress damage was found on the high voltage capacitor. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded CT and lc error codes. Lc is indicative of long charge times and CT is indicative of charge time out. The patient reported pain and receiving several shocks however there were no episodes stored within the device. The device was deactivated, and the patient was hospitalized pending device replacement. Technical services (ts) reviewed the device data and noted that it is highly likely that the shock in treated episode 16 damaged the device system. Prior to this episode the arrhythmia logbook shows r-wave reduction and oversensing as well as signal saturation. Surgical intervention was performed. Visual inspection of the system at explant was unremarkable. The system will be returned for evaluation.